Event description:
It was reported that during implant attempt, there was positioning difficulty and the lead was replaced with active fix model. The coil was damaged when the lead was removed from the sheath. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): found defib conductor distorted.